Event description:
It was reported that a patient with a deep brain stimulation (dbs) device underwent replacement of the implantable pulse generator (ipg) after the device reached end of life and was no longer delivering therapy. The explanted ipg was not available for return or analysis. Postoperatively, the patient is reported to be doing well.

Manufacturer narrative:
Block b3: approximate date on which the advocate of the patient informed the sales representative that the implantable pulse generator (ipg) had reached end of life (eol).d2b: additional pro code selection that applies to the indication of this device - nhl, pjs.

Event description:
It was reported that a patient with a deep brain stimulation (dbs) device underwent replacement of the implantable pulse generator (ipg) after the device reached end of life and was no longer delivering therapy. The explanted ipg was not available for return or analysis. Postoperatively, the patient is reported to be doing well.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states: failure or malfunction of any part of the device, including but not limited to: battery leakage, battery failure, lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement, loss of adequate stimulation and pain, headache or discomfort are known risk with the use of deep brain stimulation (dbs). Labelling also states: when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.block b3: approximate date on which the advocate of the patient informed the sales representative that the implantable pulse generator (ipg) had reached end of life (eol).d2b: additional pro code selection that applies to the indication of this device - nhl, pjs.